Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient¿s pump began alarming on a friday in (B)(6) of 2016 and on the following monday the patient went in for a refill and the pump was empty. It was noted that the pump was filled and the issue was resolved. It was indicated that this was a time where the patient had gone through withdrawal. It was noted that when the patient had withdrawal symptoms they felt an increase in pain, spasms in the abdomen, a disgusting taste/smell, yawning, tearing, nausea, rocking back and forth, and dry heaves. It was stated that whether this was considered a sudden or gradual change in therapy/symptoms was not applicable. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.